Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Interrogation of the pulse generator revealed that the pulse generator was in backup vvi (bvvi) mode. Programming changes were made. The patient was in stable condition.